Event description:
Patient reports for past 2 or 3 infusions (specific dates not provided) everything looks good on infusion then pump does not move, only works if opens versarate, it will flow. As through the pump spring isn't strong enough to push medication through the resistance of the small hole. Patient must infuse medication slower due to side effects of nausea. Pump serial number and expiration date are unknown. Unknown if patient experienced adverse event or missed doses. Reported to (B)(6) by pt/ caregiver.